Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The device was evaluated and no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. IFU warns on improper reprocessing as follows: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Based on the results of the investigation, the root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation is ongoing. Testing indicated that the non-olympus automated endoscope reprocessor (aer) was positive for 13 colony forming units (cfus) of an unidentified microorganism. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 10 colony forming units (cfus) of escherichia coli and 10 colony forming units (cfus) of cellulosimicrobium funkei. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.